Event description:
A female pt had an emergent consult for right groin bleeding. The physician was unable to obtain hemostasis. This occurred earlier this month. The pt underwent right iliac endovascular stenting in the cath lab. A 7 x 60-mm supera stent was used and unfortunately, the stent elongated and crossed the right inguinal ligament. Sheath access was lost and hemostasis could not be achieved. On a lateral groin fluoroscopic view, the stent seemed to be coming through the femoral artery. The pt emergently went to the or.